Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent shortening and flaring occurred. The 60% stenosed, mildly tortuous and moderately calcified target lesion was located in the right coronary artery. The 3.00x38mm promus element plus stent delivery system (sds) was introduced and advanced to the target lesion. After the sds balloon was inflated, it was noticed that the stent had shortened and flared at the distal end. The stent was post dilated with a non-bsc balloon. Another of the same stent was deployed at the distal end with good result and no patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, stent shortening and flaring occurred. The 60% stenosed, mildly tortuous and moderately calcified target lesion was located in the right coronary artery. The 3.00x38mm promus element plus stent delivery system (sds) was introduced and advanced to the target lesion. After the sds balloon was inflated, it was noticed that the stent had shortened and flared at the distal end. The stent was post dilated with a non-bsc balloon. Another of the same stent was deployed at the distal end with good result and no patient complications were reported.